Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this right ventricular (rv) lead went into ventricular fibrillation (vf) in which therapy was exhausted after delivering 8 shocks. The emergency medical technicians externally converted this patient. Technical services (ts) reviewed and observed a code 1005 which is indicative of an open circuit was detected during shock delivery, and shock impedance measurements of greater than 125 ohms. It was noted that this patient had a very sick heart, and it was unknown if this patient would live. The field representative was unable to perform maneuvers when testing this rv lead, due to this patients condition. External rescue pads were placed on this patient in the case of an additional vf arrhythmia. Ts and the field representative noted the shock impedance increases were likely related to this patients condition and disease rather than a lead fracture, however, could not be confirmed. This rv lead remains in service. No adverse patient effects were reported.